Event description:
During the cyctocele repair, upon insertion of the mesh, the applicator and mesh fell apart. It was removed and another system was opened up and used with no problem. No adverse effect to the patient.